Event description:
The foreign distributor ((B)(6)) reported a leakage issue with the mps disposable delivery set from one of their customers. The hospital reported a leaked fluid was found on the mps console, just below the joint between the heat exchanger and the arrest chamber (yellow). The customer reported the leak was discovered at the completion of the 3rd or 4th administration of cardioplegic solution during the procedure. The report stated the medical staff wiped the leaked fluid with gauze, and due to the yellow color of the fluid surmised it was potassium solution from the arrest chamber. It was reported that the medical staff retightened the joint component of the disposable set and did not observe any additional leakages during the procedure. It was reported that the disposable set was used for the entire procedure with no impact to the patient. The device was discarded by the hospital and not returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). The device history record for the applicable lot was reviewed and there were no devices rejected similar to the reported complaint condition. There were no devices of the same lot number remaining in inventory for physical analysis. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient' history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.